Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board around the battery connectors, on some components located at the top of the board, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received critical pump error image on the screen. No harm requiring medical intervention was reported. Customer stated they got the alarm after swimming with insulin pump. Customer stated that the battery compartment was a bit moist. Customer stated that insulin pump was not bumped or dropped. The device will be returned for analysis.